Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were forming in the shape of an "8" (scissoring). Another device was used to complete the case. There was no patient consequence.